Event description:
It was learned through implant patient registry that a 27mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 6 months due to leaflets calcification causing severe aortic stenosis. The explanted valve was replaced with a 27mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 27mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 6 months due to unknown reason. The explanted valve was replaced with a 27mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hyperlipidemia.

Event description:
It was learned through implant patient registry that a 27mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 6 months due to leaflet calcification, structural degeneration, severe aortic stenosis and mild to moderate aortic regurgitation. The patient presented with heart failure, class 111. The explanted valve was replaced with a 27mm 11500a aortic valve. Per medical records the patient presented for redo avr for severe aortic stenosis due to structural degeneration. Preop tee showed severe if not critical as and significant lv dysfunction, ef 20-25%. It is noted there was evidence of mild to moderate regurgitation in the calcific valve prior to placing the cross clamp. The valve was explanted, and the patient underwent redo avr. Post cpb the 27mm 11500a aortic valve was functioning well without evidence of regurgitation and no pvl, mean gradient 5mmhg and the leaflets were opening and closing appropriately without deficit. The patient tolerated the procedure well and was transferred to cvicu in stable but guarded position. Pathology did showed calcification on all leaflets and possible vegetation. There was no treatment indicated for possible vegetation finding at time of discharge. The patient was discharged home on pod #8.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. H3: customer report of calcification and stenosis were confirmed. X-ray demonstrated commissures 2 and 3 were bent inward and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 3 on both the inflow aspect and outflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed metal band on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Wireform was exposed around commissures 1 and 3. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.